Event description:
It was reported that during a acl reconstruction surgery, the biosure broke. All the broken pieces were removed from the patient by tweezers. Patient bone quality was normal. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported. The back up device was used in the original bone hole, no void was left in the patient. An awl was used to prepare the insertion site, the instrument size was 6mm and the tunnel size was 6mm. The insertion site was cleared of all debris. Patient status is good and the surgeon was ultimately satisficed with the surgical outcome.

Manufacturer narrative:
Internal complaint reference:(B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The distal tip is fractured out of the device. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. One undated photo of the device was provided for review and confirms the reported breakage. Per case details, the broken biosure screw was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.